Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using reusing cartridges within the pump supplies. Tandem customer technical support educated the customer that reuse of cartridges is off label per the user guide and directed the customer to change their cartridge. Customer¿s blood glucose level was 100-200 mg/dl.

Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.